Event description:
Info received indicates the head end brake casters continued to swivel while the brake pedal is in the locked position.

Manufacturer narrative:
The tech replaced the head end brake casters and installed a brake linkage upgrade to repair the bed.